Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. Upon investigation the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a depleted cells. The root cause of the depleted cell was unable to be positively identified. There was no adverse event resulting from the defective battery pack.

Event description:
During a review of service data, a reportable malfunction was found. Battery pack sn (B)(4) was unable to power on a monitor.